Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Subsequently, it was reported that the pump time and date were incorrect. Tandem technical support assisted customer in correcting the pump time and date, and customer resumed insulin therapy. Customer's blood glucose ranged from 174-178 mg/dl.